Event description:
It was reported that upon turning the unit on, the unit starts to smoke. No pt injury reported.

Manufacturer narrative:
(B)(4) investigation is still in progress and a supplemental will be submitted should add'l info relevant to this MDR be received. There is no pt involvement.